Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. It was noted that the implantable cardioverter defibrillator could not establish rf communication and was interrogated with the programmer wand. Alerts noted that both elective replacement indicator and end of service were triggered on 04/11/2018. The device was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed. The device was interrogated on a programmer and the device reached eri and eos on (B)(6) 2018. Longevity calculations were performed based on the usage history and the battery depletion was determined to be premature. Further analysis was not performed. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.